Event description:
Pt reported that she has 2 cassettes on hand, last change was (B)(6) 2022. Pt stated she used one mix worth from her ekit due to defective cassette last week. Lot number and expiration date unk. Unknown if pt has defective product on hand for return. No further information available or dates are known or were reported. Premix IV pt. Did the reported product fault occur while in use with the patient? Unknown. Did the product issue cause or contribute to patient or clinical injury? Unknown. Is the actual cassette available for investigation? Unknown. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ekit was used and new one shipped. No add'l info, details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Reported to (B)(6) by pt/caregiver.